Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/(B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer states they observed architect havab-m negative quality control results in gray zone interpretation when reagent lot 93794hn00 was in use. The customer recalibrated the analyzer probes and the havab-m assay and stated the negative control was acceptable however, has noted more patients samples generated gray zone results compared to the axsym assay (no patient data provided by the customer). The customer would observe one gray zone a month on average and now observes several on one run. The customer stated no gray zone results were questioned by the medical practitioner. The customer was sent a new lot of reagent and stated all gray zone patient results were negative when tested with the new reagent (no data provided by the customer). There was no impact to patient management.